Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.

Event description:
The complainant reported the patient was on impella 5.5 support when the pump needed to be repositioned. While attempting to reposition, per fellow, ¿tried to torque the catheter by turning the red impella plug¿. While torqueing the catheter, ¿impella disconnected¿ alarms appeared on console but with the white connector cable still being plugged in and then yellow ¿controller error¿ alarms. The pump remained off and not flowing at this time. Attempts by staff to switch to a different console but impella 5.5 pump not being recognized by console. The pump was explanted and the patient survived the procedure.

Manufacturer narrative:
The investigation for the pump stop and positioning issues has been completed. The product was returned and evaluated. Electrical testing showed open lines for all motor phases. The patient cable could rotate 360 degrees relative to kink protector. Extreme twisting of wires was found inside red handle on patient cable side. The bond between the catheter and kink protector was intact. There was minor twisting of wires found on the catheter side but no broken cables. Glue and kink protector residue found on the patient cable indicated an adequate bond and therefore excessive force in the field. Log review showed a sudden loss of all metrics (with the exception of purge metrics) and an "impella disconnected" and "controller error" alarms. The positioning issue could not be determined. The root cause of the pump stop was an electrical open.